Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on a bd precisionglide¿ needle prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: qn review: no notifications were written for this batch, nor for the associated assembly batch. DHR review: assembly batch 7114947 had 13 visual inspections performed on 800 parts with zero defects noted. Cleaning was performed twice during the production of this batch per coq-na-6003. Investigation results: one photo was attached. There is a gold colored residue on the hub. Possible root cause: epoxy fumes in the curing ovens cause a gold/brown residue to build up on the oven's interior. This may have dripped onto the needle in question. This appears to be an isolated incident rather than a systemic issue. No CAPA will be initiated at this time. Corrective / preventative action: the oven interiors are cleaned once a year during shutdown.